Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken belt clip slot, cracked battery tube threads, missing reservoir tube o-ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the clip on the back of the insulin pump broke causing the insulin pump to fall. There was a piece missing from the reservoir area. The customer¿s blood glucose during the incident was 138 mg/dl. The insulin pump was returned for analysis.